Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that high pacing from the rv lead was causing lower back muscle stimulation in the patient. A lead revision was performed and the rv lead was repositioned. Subsequent testing yielded the lead to be working within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.